Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 43 mg/dl. Suspected cause was due to the customer¿s personal profile and settings requiring adjustments. Customer drank juice and ate carbohydrates and proteins to address bg. Customer updated their pump settings to address the event.